Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: picture review: narrative (screw thread damaged) could not be confirmed from provided picture, but it was confirmed that one quarter of the screw head is broken off. Investigation site: cq zuchwil, selected flow: damage / broken. Visual inspection: only a fragment of a matrixneuro screwhead was returned for investigation. The review of the provided picture confirmed that one quarter of the cruciform screw recess is completely broken off. The mentioned damage of the screw thread could not be confirmed. Dimensional inspection: could not be performed due to the damage incurred. Document / specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The parts conformed to dimensional, visual and packaging specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The certificate of the raw material was reviewed during the performed device history review and met specification. The matneu screw is made from titanium alloy. Summary: the complaint condition is confirmed as one quarter of the screw head is broken off. This production lot was manufactured in november 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. A manufacturing related issue can be excluded. A definitive root cause for the screw breakage could not be determined based on the provided information. However, the damage occurred is determined to be post production / acceptance criterias and we have to assume that too much force was applied during screw insertion. In this relation the following warning may be referenced from the matrixneuro instructions for use. These devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). Be aware that implants are not as strong as native bone. Implants subjected to substantial loads may fail. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: expiry date: oct. 01, 2029, part: 04.503.104.01s, lot: 23p3272, manufacturing site: bettlach, release to warehouse date: nov. 27, 2019. A manufacturing record evaluation was performed for the finished device with lot number: 23p3272, and no non-conformances were identified. Non-sterile part: part number: 04.503.104.20, lot number: 10l4259, manufacturing site: monument. Manufacturing location: monument, manufacturing date: jun 17, 2019, part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: 10l4259 (non-sterile), lot quantity: 340. Eight pieces were scrapped in cell at op #70, flow pack / label, for being an excess packaging quantity. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, inspect dimensional / final inspection ns030599 rev ad met all inspection acceptance criteria. Packaging label log (pll) lppf rev b, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h851352, lot quantity: 754 lbs. Certified test report received from perryman company dated feb 07, 2019 was reviewed and determined to be conforming. Lot summary report dated mar 05, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review: jul 16, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: jey, gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery with the screw in question. During the screw insertion, the screw thread was damaged. The surgery was completed successfully without any surgical delay. The patient was reported as stable. No further information is available. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity 1), unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).